Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
While operating on battery power, the device powered off by itself with an inadequate response time following an alarm condition. The pump was programmed to deliver an unspecified dose of magnesium sulfate. No programming parameters were provided. After an unspecified length of time, the device sounded an unspecified alarm. The nurse responded to the alarm immediately; however, when she entered the patient's room, the device had powered off. There were no reported adverse patient effects. No medical interventions were required. The device was not removed from clinical service. Therapy was resumed using the reported device after it was connected to ac power, turned on and reprogrammed.